Manufacturer narrative:
(B)(4). The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # k59d2l (mfg date: 01/31/2013 exp date:12/31/2017).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a right upper lobectomy procedure, the first device during the first firing using a green cartridge the device locked out. The device did not fire, no staples and no cut. The surgeon was trying to fire across lung tissue. The second device was used and during the second firing with a white load across the pulmonary artery the stapler fired but no staples fired. Another device was used to complete the procedure. No adverse consequences reported.